Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (ranging between 500-600mg/dl) since october. Elevated bgs were treated by administering boluses using the pump. Customer's contact indicated that they have been in touch with the customer's doctor and the doctor believes that the issue is stemming from the customer experiencing changes due to puberty.